Event description:
The physician intended to use a resolute integrity drug-eluting stent to treat a heavily calcified and tortuous lesion in the cx. Lesion pre-dilation was performed. Approximately 60% stenosis remained following pre-dilation. Force was used in the attempt to deliver the resolute integrity device. It was reported that the distal stent struts were observed to be protruding after the first delivery attempt. No abnormality was noted with the device during preparation or inspection prior to use. No clinical sequelae were reported.

Event description:
Evaluation summary: the stent was positioned between the marker bands as per specifications. The 4th and 5th distal stent segments were raised and deformed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation, results: failure to follow instructions-force was used in an attempt to deliver the stent; inherent risk of procedure-stent deformation; patient's condition affected effectiveness of device-root cause of the reported event was most likely due to the patient lesion morphology. User/device interface -force was used in an attempt to deliver the stent evaluation codes conclusion: inherent risk of procedure-stent deformation; device failure related to patient condition-root cause of the reported event was most likely due to the patient lesion morphology. User error contributed to event-force was used in an attempt to deliver the stent. (B)(4).